Manufacturer narrative:
Device received with a blank display anomaly due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Device failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with cracked case on the back at the battery tube area. Device received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was exposed with moisture. Customer's blood glucose was unknown. Customer mentioned the battery compartment was filled with water. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.